Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this newly implanted right ventricular (rv) lead was repositioned due to possible perforation. The patient presented with chest pain around the left nipple. Subsequently, both rv and right atrial (ra) lead was repositioned. The patient was doing well after lead reposition. This lead remains in service. No additional adverse patient effects were reported.